Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturers' representative reported that there was a loss of therapeutic effect. It was noted that it never worked as good as the office trial. The patient refused to fill out a voiding diary for programming sessions to confirm the lack of therapeutic effect. It felt like the unit was walking around her butt. It was unknown what led to the event. There was vaginal stim or periosteum on all 4 electrodes. The x-ray pictures showed perfect s3 lead placement. All impedance tests ran till date had been normal. The last impedance was on (B)(6) 2015. The patient exhausted 4 basic programs over the last 3-4 months prior to report. 4 new advanced programs were loaded into her programmer on (B)(6) 2015. She was going to work through some programs and revisit with the physician 6 weeks after the report. The issue was not resolved at the time of report. There was surgical intervention planned but not scheduled. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.